Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loose tibial tray. Loosening occured at cement to implant interface. Cement manufacturer is unknown.

Manufacturer narrative:
The patient was revised to address loose tibial tray. Loosening occured at cement to implant interface. Cement manufacturer is unknown no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.